Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The contour® meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. The contour® meter with sku # 7221 has 510k # of k062058. The device was distributed outside the us and was manufactured before the UDI implementation date, therefore, no gudid information exists.

Event description:
The customer from netherlands reported that he obtained blood glucose readings of 1 mmol/l or 2 mmol/l at 4 p.m. And 6 mmol/l at 4:08 p.m. With the contour® meter. The customer was unable to verify the first reading obtained at 4 p.m. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
Despite follow-up attempts, the customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour® meter, serial # (B)(6), and no manufacturing anomalies were found. Section h4 of the initial report indicated the device manufacture date for contour® meter, serial # (B)(6) as 30-jul-2008. The correct device manufacturing date is 17-nov-2022. Section h4 has been updated. The contour® meter with sku # 7221 has the 510k # of k062058 and UDI # (B)(4). The device was distributed outside the us, therefore, no gudid information exists. The UDI number has been updated in section d4.